Event description:
It was reported that the handpiece had heat and was noisy. There was no reported patient/user impact.

Manufacturer narrative:
(B)(4). The product analysis states, ¿we found the ¿overheating¿ while 30 seconds. The nose tempurature is 101.5 deg c. And this hp is noisy." Other temperatures at 1 minute of operation were: rear- 25 c; middle- 29.1c. The cause of the malfunction was corrosion of the internal parts and motor assembly.